Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 40 mg/dl and blood glucose was 139 mg/dl and that an ambulance was called to her home but did not take her to the hospital. Blood glucose at the time of the call was 101 mg/dl. Troubleshooting found that the drive support cap was normal. Troubleshooting advised customer on proper insertion and site technique. Customer was advised to follow up if any further questions.